Event description:
It was reported that the atrial and ventricular leads had high or unstable or unmeasurable thresholds. The leads were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) distal conductor fractured; the full lead in segments was returned for analysis. The distal conductor had blood/body fluid on it. The outer insulation was breached and the lead was flexed. There was a white substance on the lead. (B)(4) distal conductor fractured; partial lead in segments was returned for analysis. The distal conductor was distorted and there was blood/body fluid. The outer insulation was torn and breached. The lead was flexed and there was a white substance on the lead.